Event description:
It was stated in the tracheotomy tube has the air bag that was found to be leaking. There were no patient harms or adverse events reported as a result of the event.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.